Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, induction testing was unsuccessful in converting ventricular fibrillation (vf) with 65 joules. The patient was externally rescued, but patient's rhythm went into pulseless electrical activity. A code was called. The patient was intubated overnight. X-rays were taken of the subcutaneous implantable cardioverter defibrillator (s-ICD) system and positioning looked appropriate. Patient has a swan in and is reportedly doing alright and in a trigeminy rhythm now. No further issues have been reported.